Event description:
No blood glucose levels reported. The customer reported that there was a crack on the reservoir compartment of the insulin pump. No additional information was provided.

Manufacturer narrative:
Findings: unit received with cracked battery tube threads. Pump received with broken reservoir tube lip. Pump received with cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.